Event description:
The customer contact reported the device touchscreen did not calibrate. The device was returned to the biomedical department from the intensive care unit for an unspecified reason. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any patient involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, a review of the device history indicated multiple "button ID" invalid" errors. Additional testing found contamination due to fluid spillage on the bottom touchscreen, which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.